Manufacturer narrative:
The actual complaint product was returned for evaluation. One used sample was received without the original packaging. Visual inspection revealed that the molded head appeared to be clean and without any foreign substance on the exterior. The tube and the balloon did appear discolored with foreign substances on the exterior and on the interior. The balloon was infused with 7cc of water, and after slight manipulation, a leak was detected on the proximal collar. Evaluation under 50x magnification revealed a lateral slit with a small hole in the area of the collar. The complaint of water leakage was confirmed, but no root cause could be determined. The device history record for (B)(4) was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred.

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
A report was received from (B)(6) stating water leaking from the trans-jejunal feeding tube occurred within 2-weeks of initial placement. There was no reported health injury. No additional information was provided in regards to the patient's status.